Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that pt was pretty sick for awhile and let her ins go dead. Pt states this would be the 3rd time the ins has gone dead. The patient was redirected to their healthcare provider to further address the issue. Pss directed to hcp for the next steps.